Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the keypad buttons became intermittently unresponsive yesterday, and are now completely unresponsive. She noted that the buttons still spring back as expected when pressed. The pt denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump clipped on her side.